Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked in the edge. The issue was identified during setup and preparation at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d5: operator of device: other (previously submitted as health professional). Additional information was added to d9, h3, h4, h6 and h10. H10: the device was received for evaluation. Unaided eye visual inspection was performed and a small tear was observed at the upper right side edge of the bag. A functional testing was performed which revealed a leak only at the upper right side edge of the bag. Magnified inspection verified a tear/hole at the affected area. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.